Manufacturer narrative:
Investigation results completed on a smiths medical medfusion 4000 pump. Physical condition of pump revealed top case cracked and chipped by bottom front right and left corners. Visual contamination was noted. When reviewing the event log the super cap post alarm was in ehl. Testing duplicated event alarm. The cause was isolated to the main pcb ( primary circuit board) action taken to replace the pcb and testing was done which passed all functional and delivery tests

Event description:
Information received a smiths medical medfusion 4000 pump reporting syringe pump alarmed super cap. No patient involvement or harm as report indicated no patient incident.